Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by going to actions and resuming insulin. However, ultimately reverted to manual dose injection for insulin therapy.